Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2023. Post-procedure, on june 16, 2023, the internal bolster detached and was excreted with fecal waste. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t replacement bolster was analyzed. Visual analysis of the device revealed that the feeding tube has the bolster detached and the feeding tube contains remnants of use. In addition, the bolster was not returned. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be related to excessive stress, manipulation or anatomical conditions of the patient could have contributed to the separation. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure on (B)(6) 2023. Post-procedure, on (B)(6) 2023, the internal bolster detached and was excreted with fecal waste. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of internal bolster detached.